Manufacturer narrative:
(B)(4). The returned catheter was tested and passed deflection test, however failed the contraction test. The failure was due to the angled lasso catheter when was fully contracted, caused by the lead wires wrapping around themselves. Note: catheter was returned with a bump in the spine cover material,which could be caused by handling. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was not confirmed. However the catheter had a bump in the spine cover material.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that clot was noted from the ultra sound of a procedure. The size of clot was unknown. It is unclear if the clot can be dislodged or not. The case was aborted. A neurologist had be consulted regarding this matter. No further information is available regarding this case or patient, such as the type of procedure performed, patient information (age/ gender/ co-condition). It is also unknown whether the patient was on any anticoagulant, or if a trans thoracic echocardiogram (tte) was performed prior to the procedure to determine if clot was already present prior to the procedure or if prolonged hospitalization was required because of the case cancellation. The bwi representative was not present during the case.